Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, received pump error 23 alarm (post-reset ram crc alarm), power loss alarm and reported a crack on battery tube side. The customer reported blood glucose value of 422 mg/dl and the hyperglycemic event was treated with manual injection and insulin pump. The event involved product(s) mmt-242a, mmt-332a, mmt-1884. Troubleshooting was not performed for hyperglycemic event. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. Troubleshooting was performed for pump error alarm. Customer was able to clear the alarm and rewind the pump. Troubleshooting was performed for cosmetic damage and power loss alarm. Customer was advised to replace the insulin pump. No further patient complications were reported. No product return is required for mmt-242a, mmt-332a. Mmt-1884 was requested, and customer response was the device will be returned. Frn-mmt-332a-rsvr, unomed inf set.

Manufacturer narrative:
Additional information has been received regarding ngp early battery depletion recall which was not included in the initial report. So, the recall details were updated in sections h7 & h9. Pump passed self test and active current measurement. Pump did not pass sleep current test, isolated to electronic assembly. No unexpected alarms during testing. The test p-cap locks properly in place in the reservoir compartment noted. Pump was cut open to perform visual inspection and no moisture or physical damage was found on pcba 1, pcba 2 or the motor. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked case (battery tube), battery tube threads cracked. Thump was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump error 23 was found in the history files, but an unexpected pump error 23 did not occur during analysis. Battery cycle 12.0 received the lowbatteryalert (104) on 06/09/2025 18:09:00 after more than 7 days at 13.11 days. Battery cycle 11.0 received the lowbatteryalert (104) on 05/27/2025 05:55:00 after more than 7 days at 9.65 days. Battery cycle 10.0 received the lowbatteryalert (104) on 05/16/2025 21:15:00 after more than 7 days at 7.33 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. In summary, customers alleged unexpected power loss/charge last less than expected was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.